Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose ranged from 112-162 mg/dl. Reportedly, the alarm was cleared and insulin delivery was resumed without a supply change to address the event.